Event description:
Shaft frosted during procedure. Immediately irrigated with warm saline then placed a warm saline filled glove on the skin at the base of the probe shaft. Noticed and responded to quickly, no patient injury reported. Completed case with the probe. Case went as intended.

Manufacturer narrative:
Per information received from the doctor, no post-operative issues. Product is being returned but has not been received by manufacturer at this time. A follow-up report will be filed once product is received and evaluated.

Manufacturer narrative:
Device received and evaluated. Evaluation confirmed the reported issue of shaft frosting. Investigation identified a vacuume sleeve failure.